Event description:
Hill-rom received a report from a hill-rom technician stating that the head brake caster would not hold. The bed was located in a hill-rom service center and not in use. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found during a between pt inspection the head brake caster not holding due the brake pads being worn. The technician replaced the head brake caster to resolve the issue. Based on this information, no further action is required.